Event description:
Rptr is calling to update the original report. The rptr now feels she may be having systemic effects from the implant. The rptr suffers from sjogren's syndrome which she believes has worsened since the implant. The rptr complains of increased dry skin on her face.